Event description:
Same case as 2134265-2013-08117. It was reported that balloon tear occurred. A 10.0mm x 80mm, 75cm gladiator balloon catheter was advanced to the target lesion for post- dilation of an unspecified stent. The balloon was inflated; however, the mid portion of the balloon was torn circumferentially on the first inflation at 16 atmospheres. The device was removed from the patient with the balloon still attached to the shaft. The device was exchanged to a 9-8/5.8/75 blue max balloon catheter; however, the mid portion of the balloon was torn again circumferentially on the first inflation at 16 atmospheres. To remove the device, the unspecified sheath was pulled out. Part of the 9-8/5.8/75 blue max balloon was inside the end of the sheath while the other part was still on the shaft of the catheter. It was suspected that both balloons caught a sharp strut of the stent. The procedure was completed using a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).